Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacture reference number:3006705815-2023-08244, manufacture reference number: 3006705815-2023-08245. It was reported that followed a fall, the patient experienced ineffective therapy. Further investigation revealed migration of 3 leads. It was also reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.